Event description:
Consumer reported via chatbot that there was an issue with the toothbrush connection. No injury was reported. Follow-up: consumer stated the toothbrush head was loose and did not click on correctly. It came off easily when brushing teeth. No injury was reported.

Manufacturer narrative:
(B)(6)2021 lot code investigation. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via (B)(6) that there was an issue with the toothbrush connection. No injury was reported. Follow-up: consumer stated the toothbrush head was loose and did not click on correctly. It came off easily when brushing teeth. No injury was reported.